Manufacturer narrative:
The tech found left intermediate side rail latch is sticking due to being contaminated. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. The tech replaced the left intermediate side rail latch and cleaned the housing to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the left intermediate side rail is not latching. The bed is located in the repair room of the facility. There was no pt/user injury reported. (B)(4).